Event description:
A customer reported ten interlink continu-flo sets that had a no flow at the distal end of the sample. The sample was spiked into a bag, and the drip chamber was squeezed. The regulating and the on/off clamp were opened, and there was no liquid flow. The process step in which this occurred was during priming, but prior to being used on a patient. No additional information is available. This is report 5 of 10 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The customer sent in 2 actual and 45 companion interlink continu-flow samples that were evaluated for no flow. A visual inspection and functional testing was performed and the reported condition was confirmed on several of the sets. The priming difficulty issue is related to a high cracking pressure of the nypro check valve. As a result, a CAPA has been initiated to address this issue (mdq-CAPA-(B)(4)). The samples were also sent to the supplier in order to perform their investigation. According to the label instructions, the user is to squeeze the bag to allow the fluid to flow. We will continue to monitor the trends and take further actions if deemed necessary. A batch review was performed, and there were no deviations noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.